Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) of therapy. The rep checked the impedances and contacts 10, 11, 13, and 14 were high/out. It was stated the patient mentioned they slipped on the ice a couple of times but didn't fall. The rep reprogrammed the patient around the bad impedances and was able to recapture adequate coverage and pain relief. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.